Event description:
A peg backed out of a shoulder plate. Ssp-r4 plate implanted. Patient presented with severe pain in shoulder on post op visit. X-rays indicated that one peg, apparently from most proximal hole, had fully backed out. Plate was removed 15 days later.